Event description:
It was reported that a fault code appeared on this device. Disk analysis was performed, and egm data showed that the right ventricle lead appeared to have noise present on both the pacing/sensing channel as well as the shocking channel. Surgical intervention was performed in which the right ventricle lead was replaced with a new lead. No further adverse patient effects were reported. This lead is expected for return and analysis but has not yet been received. Should additional information become available, an updated report will be provided.